Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on (B)(6) 2007: a female member of the physician's staff was treated with injectable poly-l-lactic acid (sculptra, lot number and expiration date not provided) in her hands on (B)(6) 2007. The pt developed a thickening in the treatment area, like a "mound of material." No further relevant info was reported. Additional info for sculptra (lot number/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2007, received by (B)(4) on (B)(4) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.